Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as tis event is a known physiological effect of the procedure and is noted within the dfu. Rapid, sequential bilateral acute carotid blowout syndrome, hon-man lui et all, neuroradiology 7 february 2013. (B)(4).

Event description:
Same patient as 2134265-2013-08899. It was reported via journal article that death occurred. 12 years following treatment for oropharyngeal cancer, an acute carotid blowout in the left common carotid artery was treated with the inplant of a wallgraft self expanding stent graft. 9 days later, re-bleeding occurred at the stent margin which was stopped with vessel occlusion. The right common carotid and internal carotid arteries appeared normal. 60 days later, a contralateral acute carotid blowout was noted and was treated with the implant of a wallgraft self expanding stent graft. A week later, the patient died.